Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. The patient was scheduled for an atrial fibrillation ablation on (B)(6) 2024. A pre-transesophageal echocardiography (tee) was performed, and a laminar clot was discovered on the face of the watchman closure device. The ablation was cancelled, and the patient was put back on oral anticoagulation medication.